Manufacturer narrative:
Corrected information: b3: event date. B5: event description.

Event description:
On june 17, 2020, follow-up exam identified the internal iliac component was occluded.

Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to occlusion of device or native vessel. Additionally, per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The safety and effectiveness of the gore® excluder® iliac branch endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent-grafts. Also, the IFU states: the gore® excluder® iliac branch endoprosthesis is to be used in conjunction with the gore® excluder® aaa endoprosthesis and is not intended to be used on its own. Follow manufacturer¿s recommended method for preparation and use of iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications, advance and inflate a 14 mm pta balloon catheter to seat the proximal end of the internal iliac component (iic).

Event description:
It was reported that the patient had an abdominal graft replacement about 10 years ago. It is unknown what the reason for the procedure was and what devices have been used that time. On (B)(6) 2020, the patient underwent endovascular treatment of the left internal iliac artery aneurysm using a gore® excluder® iliac branch endoprosthesis. It is unknown if the procedure on (B)(6) 2020 was a reintervention of the procedure done 10 years ago. Reportedly, after the left internal iliac artery was embolized, an internal iliac component (hgb161007a) was implanted in the left common iliac artery to the left external iliac artery. No other gore® excluder® aaa endoprostheses were used in conjunction with the gore® excluder® iliac branch endoprosthesis. The right external iliac artery had presented chronic total occlusion (cto). (No gore device related). The femoral - femoral artery bypass procedure was performed using the gore® propaten® vascular graft (lot/serial is unknown). The patient tolerated the procedure. On (B)(6) 2020, a follow-up exam identified the internal iliac component was occluded. The patient had no symptoms because the blood flow maintained from the collateral flow of the right limb to the left limb via the bypass. Three stents (express; 1, epic; 2) were implanted in from the origin of the left common iliac artery to the anastomosis of the bypass. The patient tolerated the procedure. The physician¿s comment: the diameter of a graft which was earlier placed in the left limb was 7mm, so the hgb161007a was selected. A gore® molding & occlusion balloon catheter was used for touch-up ballooning for the hgb161007a, but it might have been better to use the pta balloon for touch-up ballooning.